Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings. Evaluation revealed a dim display with discolored text. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a dim display with discolored text. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2018.